Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited intermittent high out-of-range pace impedance measurements. Boston scientific technical services (ts) reviewed device data noting some episodes exhibited evidence of minor noise that did was not sensed. An x-ray was obtained showing a slight curve to the rv lead within the heart but no other anomalies were observed. Considerations for additional testing were discussed though no further testing has been performed to date as the physician plans to continue monitoring the patient remotely. No new instances of out-of-range measurements have occurred and patient therapy remains unimpacted. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received that intermittent out-of-range measurements continue to be observed. It was also noted from disk analysis that the device was programmed monitor only. Ts requested additional device data for further analysis and provided suggestions for evaluation in clinic. Provocation testing was later performed and the observed noise could not be reproduced; x-rays were also negative for any sign of anomaly. The physician has no plans for further testing or intervention at this time and will continue to monitor the patient remotely. The final programmed status of the device could not be obtained. No adverse patient effects were reported. This system remains in service.